Event description:
It was reported that biomed had an arctic sun device with a failed circulation pump, would not generate vacuum to fill. The device was coming in for the 2000-hour preventive maintenance service. Per sample evaluation results received on (B)(6) 2023, it was reported that the there were signs of electrical overstress on the hot and neutral connection between the power inlet module and the ac main voltage circuit card. It was stated that the device would not cool due to a failed mixing pump. It was also stated that the double bend tube and the chiller evaporator outlet tube found expanded during servicing. It was noted that the tank seals found lifted from tank. It was also noted that the molded chiller tube was discovered cut short to the drain valve by .5 inches causing it to not route properly. It was also noted that replaced the double bend tube, the chiller evaporator outlet tube and tank seals.

Manufacturer narrative:
The reported issue was confirmed. It was concluded that the following was the root cause: supplier ¿ root cause o inadequate verification and validation activities of the crimping process o single pull test did not provide stability of process o evidence was not provided when requested for maintenance of records or crimp tools o no crimp cross-sections provided a device history record review was not required. Labeling review was not required because labeling could not have prevented this issue. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that biomed had an arctic sun device with a failed circulation pump, would not generate vacuum to fill. The device was coming in for the 2000-hour preventive maintenance service. Per sample evaluation results received on (B)(6) 2023, it was reported that the there were signs of electrical overstress on the hot and neutral connection between the power inlet module and the ac main voltage circuit card. It was stated that the device would not cool due to a failed mixing pump. It was also stated that the double bend tube and the chiller evaporator outlet tube found expanded during servicing. It was noted that the tank seals found lifted from tank. It was also noted that the molded chiller tube was discovered cut short to the drain valve by .5 inches causing it to not route properly. It was also noted that replaced the double bend tube, the chiller evaporator outlet tube and tank seals.